Event description:
It was reported that the 9900 system had washed out images, and the original images were poor quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The printer was replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.